Event description:
Patient reported experiencing elevated blood glucose of 400-500 mg/dl. She indicated she was extremely thirsty, sick to her stomach, and vomiting. Patient disconnected from the infusion device and successfully delivered a bolus. She administered an insulin injection and one hour later, her blood glucose was 334 mg/dl. Patient changed the insulin and her blood glucose level decreased. The following day, her blood glucose was 115 - 125 mg/dl. No medical assistance was reported. Product will not be returned for evaluation.

Manufacturer narrative:
Product no returned for evaluation.